Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons were not responding. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. Customer also stated that crack on battery compartment and glue on the side screen was loosen. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device also received with cracked battery tube threads, cracked case behind the pump near the battery compartment, and missing display window cover. (B)(4).